Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infection/skin reaction. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, living with diabetes 9 / page 108, using the pod 5 / page 42. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
It was reported by the doctor that the customer was hospitalized due to an infection at the site of pod wear. Due to the skin reaction, the area was suppurate. The patient suspended pod wear but will eventually start again.